Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. There was no reported impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.